Event description:
Info received indicates the bed was found in the shop and the brake would not hold.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.